Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) sample was returned by the customer for investigation. The sample was visually examined and it was found that light was not able to pass through the sample indicating that it was clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review could not be completed as no batch number was provided. Investigation conclusion: the sample was visually examined and it was found that light was not able to pass through the sample indicating that it was clogged. A device history record review could not be completed as no batch number was provided. A complaint history check was not performed as the lot number is "unknown" for this complaint. Root cause description: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer was unable to draw insulin from her insulin vile into the syringe. Customer stated that the syringe is working normally, but the needle is preventing insulin to be drawn into the syringe."